Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant surgery, black fiber observed behind the iol during surgery and removed.additional information has been requested; however, further information has not been received.

Manufacturer narrative:
Based on information received, following submission of the initial report, this event does not meet criteria for reporting as a malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received. And stated, that the customer have not at any time suspected the iol to be cause of the fibers.